Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out-of-range pacing lead impedance measurement which was detected via the patient remote monitoring system. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.